Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface pcb) battery was evaluated and replaced. System software and calibrations were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.